Event description:
During a pacemaker replacement procedure, it was reported a connection problem with the associated ventricular lead. The physician indicated that clicking of the associated torque-limiting screwdriver could not be obtained when tightning the set-screw. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
During a pacemaker replacement procedure, it was reported a connection problem with the associated ventricular lead. The physician indicated that clicking of the associated torque-limiting screwdriver could not be obtained when tightning the set-screw. Another pacemaker was subsequently implanted instead.